Event description:
The customer reported having issues with glucose monitor. The caller stated the night before was low; he was unresponsive and his wife had to call the paramedics. The customer stated that glucose meter was reading les than 20mg/dl, but the insulin pump did show 108mg/dl, and he did not receive any warning from the device that he was dropping. The customer mentioned experiencing low glucose for about 30 minutes because he forgot to bolus for the second serving. Reviewed the programming and found that he did lower the basal rate, and stress was increased. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.